Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not deploy the clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and found to fail the clip test due to misapplication of the clip. The instrument was tested on an in-house system and passed recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. Additionally, the medium-large clip applier instrument was found to have multiple broken input disks. An input disk #7 was found broken into pieces inside the housing, and hairline cracks were found on input disk #6.